Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented with shortness of breath and it was determined that there was loss of rv capture. An echocardiogram was performed which confirmed a pericardial effusion and that the rv lead perforated the patient¿s rv apex. A surgical revision was performed and the lead was successfully repositioned. A pericardiocentesis was also performed at that time. No additional adverse patient effects were reported. The lead remains in service.